Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed, and the fluid was found to flow correctly through the tubing with no leaks detected. No malfunctions were identified during product evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a light sensitive drug set ruptured and had leaked. This occurred ¿a few hours¿ into patient infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.